Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to capsular contracture, baker grade iii.

Event description:
Patient and healthcare professional reported a right side "capsular contracture, baker grade iii". Device has been explanted

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Device evaluation: device photographs for the device related to the reported event were reviewed. Visual analysis of the device photographs identified a deformation, yellow particle material on the surface of the shell. Due the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode.

Event description:
Patient and healthcare professional reported a right side "capsular contracture, baker grade iii". Device has been explanted.